Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn. Corrected data: b5 - lens was implanted and removed intraoperatively, and replaced with an alternate lens on (B)(6) 2020. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -11.00/2.0/003 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6)2020. The lens stuck in cartridge/injection system during injection. There was patient contact (lens touched the eye) with no patient injury. The lens was implanted and removed replaced intraoperatively. A replacement lens was implanted on (B)(6) 2020. This resolved the problem. Cause of the event is reported as unknown. Per the reporter on (B)(6) 2020, "the lens was stuck in cartridge and the surgeon found out after he put the lens into patient's eye, then he take it ou, so there is no damage to patient."